Event description:
A malfunction alarm was reported with a fault code indicating a motor movement error. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur afterward.